Manufacturer narrative:
Device evaluation: the device related to the reported events rupture was received on april 29, 2025 with lot number 2186532. Based on the product analysis performed, the assessments of the complaint codes are: rupture: rupture: observed an opening assessed as unidentified (tear) opening. As per the investigation procedure, creases, wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side rupture confirmed via ultrasound. Device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture confirmed via ultrasound. Device has been explanted and replaced with a non-abbvie device.